Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose ran high, to 400 mg/dl. The customer had been treating with the insulin pump and with manual injections. The drive support cap appeared normal and recessed. Insulin exited with a manual prime and no leaks or air bubbles were observed. The insertion site was not sore or irritated. The time and date were correct and the basal rates were programmed accurately. The customer was unable to perform a high pressure test and was advised to change the entire set, reservoir, and insulin and treat per a health care professional's instruction. The insulin pump was not returned or replaced.